Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device mentioned in b5 will be filed under a separate report.

Event description:
It was reported the procedure was to treat a moderately stenosed lesion in an unknown artery. The command 18 guide wires were used however it was noted the polymer coating was dissolving during use with the first device such that the wire underneath the polymer was exposed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported polymer damage was observed as wrinkled polymer. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to polymer damage include, but are not limited to, material properties, equipment setup, inadvertent handling damage, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen of delivery/supporting device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery/supporting device, and coagulation of blood or procedural contaminates. In this case, based on the information provided, it is unknown what may have contributed to the reported polymer damage. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a moderately stenosed lesion in an unknown artery. The command 18 guide wires were used however it was noted the polymer coating was dissolving during use with the first device such that the wire underneath the polymer was exposed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.